Manufacturer narrative:
(B)(4). Batch # n56r79. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, after the first stroke of the first firing, the staples were malformed with an irregular shape but the cut line was good. A second like reload was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that two ecr60b cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.